Manufacturer narrative:
Investigation summary a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 212023. A photograph provided by the customer indicates that the air vent of the vial access device (vad) was detached from the mv0420-0006 sample confirming the customer¿s experience. A closer inspection identified that the area where the damage was observed was jagged in nature, suggesting a breakage rather than a separation of the component. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the observed damage could not be determined; however previous investigations into reports of this nature have identified that similar damage can occur as a result of the application of an excessive perpendicular force, the root cause of which could not be determined in this instance. A review of the production records from lot 212023 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd smartsite¿ vented vial adaptor separated from the damaged filter. The following information was provided by the initial reporter, translated from german: "damaged filter".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ vented vial adaptor separated from the damaged filter. The following information was provided by the initial reporter, translated from german: "damaged filter."